Manufacturer narrative:
E1: (B)(6). Patient country: israel.

Event description:
Unomedical reference number (B)(4). Event occurred in israel. It was reported that patient got hospitalized for eight hours due to high blood glucose on (B)(6) 2024. Blood glucose levels were 450 mg/dl at the time of hospitalization. Patient took insulin injection to treat high blood glucose. He was also having high ketones (+4) at the time of hospitalization. Symptom reported at the time of hospitalization was confusion. He got intravenous insulin drip as hospitalization treatment. No further information available.